Event description:
The handpiece was returned to the manufacturer for service, and during the investigation it was found that the leafkey housing is chipping. There was no pt involvement during this event at the manufacturer. There were no adverse consequences reported as a result of this event.